Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.6, b.5, d.6b, h.6.

Event description:
Healthcare professional reported "any creases associated with hole."

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, void >1 mm in non-textured and fold creases. A microscopic analysis and leak test were performed which identified one sharp opening. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side posterior assessed as unidentified (tear) opening. Creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process.